Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* universal straight 60-4.8 single use loading unit. Visual inspection of the returned product noted that the loading unit had a full staple complement. The clamp button was disengaged. Damage was observed at the clamp button engagement area. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity at the button assembly process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, upon opening the package, push nail plate on the nail reload has fallen off. A new reload was used to resolve the issue. There was no patient involvement.